Event description:
Healthcare professional reported, right side intracapsular rupture. And capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
E1:. Zip code continued: (B)(6), e1:. Phone number continued: (B)(6), e1:. Fax number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade ii.